Event description:
A distributor reported that a female pt experienced an "eye infection" (unconfirmed) after using aquasoft multi-purpose solution. The MFR followed up with the pt. Reportedly an optometrist prescribed vigamox antibiotic eye drops. The pt recovered and successfully resumed lens wear with a different solution. No further info was received from the pt despite 3 follow-up attempts. Root cause is unk.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the reported incident/adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.